Event description:
It was reported that bd insyte autog bc catheter frayed. The following information was provided by the initial reporter: for product no. 382523 I had a note for issue with 2 each with lot # 4068432 had frayed covering to needle. Product was not kept, but wanted you to be aware of this issue. ¿ date of event: 2/21/2024. ¿ any adverse event or serious injury reported to patient or healthcare professional? No. ¿ any picture of this complaint? No.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382523 and lot number 4068432. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.